Manufacturer narrative:
Correction: b5.

Event description:
It was reported that the patient experienced recurring incontinence, the physician suspects the incontinence due to atrophy and fluid loss with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new aus cuff and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis. Correction to description: the physician suspects the incontinence due to atrophy and loss of pressure.

Event description:
It was reported that the patient experienced recurring incontinence, the physician suspects the incontinence due to atrophy and fluid loss with an artificial urinary sphincter (aus). The aus cuff and balloon was explanted and a new aus cuff and balloon was implanted. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.